Event description:
It was reported that approx three months following a sling procedure, the pt developed a bulge in the abdominal incision on the right side and then on the left side. The dr cleaned the site above the fascia, left the tissue in, left a pinpoint of drainage on the right side and tried to manage the issue locally. Condition recurred and dr cleaned the area from fascia up and pt's condition was good for about one month. In 06/2005, dr cleaned out again and used a wound vac that reportedly makes everything heal faster. Biopsy showed granulated tissue and culture was negative. In 2005, the dr opened up a tiny area on the right side that still has not healed. Vaginal area looks fine and pt has no vaginal pain. Pt does have a lot of urgency now that pt did not have before and their voiding residuals are ok. Pt has no leakage now.